Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr), enlarged atrium and posterior flail leaflet for a mitraclip procedure. During the procedure, the leaflet became entangled with the gripper. Troubleshooting resolved the issues. However, the anterior gripper was unable to actuate. The clip was removed from the anatomy. Post removal, it was observed at the back table. The clip was observed to be bent. Another mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported single gripper actuation issue. The reported deformation due to compressive stress was confirmed as no tactile gripper arm on the clip was observed to be bent. The reported difficult or delayed positioning with the anatomy could not be replicated in a testing environment as it was related to patient/procedural or operational conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed, the reported difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to patient conditions and due to suboptimal transseptal puncture and prominent chordae tendineae. The cause for the reported single gripper actuation issue and bent clip/gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr), enlarged atrium and posterior flail leaflet for a mitraclip procedure. During the procedure, the leaflet became entangled with the gripper. Troubleshooting resolved the issues. However, the anterior gripper was unable to actuate. The clip was removed from the anatomy. Post removal, it was observed at the back table. The clip was observed to be bent. Another mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.